Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device cannot make changes in setting. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that touch screen is not working, it has electrical damage and pca electrical damage. The customer complaint was reproduced. There was multiple errors has been identified. The device was scrapped.